Event description:
A mayfield loaner a2000 skull clamp was reported to have slipped on a pt during a procedure. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.